Event description:
The report from the field indicated that approx fourteen (14) months after the index procedure, the female pt was re-admitted to the hosp with an acute anterior wall myocardial infarction (ami). Coronary angiography was done. The pt was reported to have an ejection fraction of 35% with anterior dyskinesis. The mid left anterior descending (lad) was found to be 100% occluded at the site of the previous stent placement with thrombus found in the previously imp cypher stent. There was also a mild 20-30% stenosis proximal to the site of the previous stent placement. The late thrombosis was treated by placement of an add'l cypher 3.5 x 13 mm stent. The pt was reported to have done well post-intervention.

Manufacturer narrative:
The index procedure was an elective case with the indication being unstable angina. The pt was reported to have an ejection fraction of 45% with mild apical hypokinesis and mild mitral regurgitation. Coronary angiography demonstrated the following: the proximal lad had a 20% lesion and a 95-99% mild lad lesion with thrombus present. There is a patent previously placed stent just past the mid lad lesion with mild diffuse disease distally with a maximum 20-30% stenosis. The circumflex had a 20% ostial lesion and the first obtuse marginal (om) branch was 100% occluded just beyond this point which is filled by left to left and right to left collateral circulation. The right coronary (rca) is a large dominant vessel with mild diffuse disease with a maximum stenosis of 30%. The left main was reported to be normal. The mid lad lesion was pre-dilated using a 2.5 x15 mm maverick 2 balloon at 14 atm with multiple inflations. A cypher 3.5 x 13 mm stent was successfully implanted proximal to the previously implanted unk stent at 12 atm in overlapping fashion. The flow post-procedure was timi 3. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.